Event description:
Pt developed cold swollen right foot 3 days after last treatment. Doppler diagosed occlusion of the right popliteal artery. Admitted to hosp for anticoagulation and possible embolectomy.